Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The neuromonitor basic kit was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - slight film over the sensor area and minor kinks along catheter body. The device passed electronic, noise, linearity/hysteresis, and signal drifts tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to probe connector housing is impacted by external force.

Manufacturer narrative:
(B)(4). The microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined.

Event description:
A facility reported that prior to placement of the microsensor from the neuromonitor basic kit the microsensor was not able to be detected by the icp monitor. The physician changed out the microsensor which was then detected normally. There was no delay reported.